Event description:
It was reported that a user of the ilet bionic pancreas contacted support regarding a supply change and stated their blood glucose had been in the 200s overnight; device reports showed the glucose rose above range overnight and was 233 mg/dl at the time of the call. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included review of device-reported glucose data and completion of troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.